Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a small type ia endoleak that could not be resolved following ballooning. As of the date of this report, there have been no patient sequelae reported and the patient will continue to be monitored.